Manufacturer narrative:
The systems acc cable dvi adapter was returned to the manufacturer on 08/28/2012 and evaluation finds; when connected to known good system the cable performed as expected. No problem found. The systems 4 port vga splitter was returned to the manufacturer on 09/10/2012 and evaluation finds; when connected to known good system the splitter returned a good image for each port. No problem found. Medtronic representative reported that after replacing the video splitter on the system, no further issues have occurred.

Event description:
A site representative reported that 'searching for input' was displayed on the stealthstation monitor. They were attempting to load a cd on the system. When the system was initially turned on, the display was normal but the signal was lost several minutes later. She reseated connections to the monitor and rebooted the system; no resolution. The site was then able to check cable connections internally on the system. The video splitter active light was intermittently blinking. Cables were reseated to the video splitter and the display returned to normal. There was no patient present at the time of alleged malfunction.